Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative diagnosis was recurrent incisional ventral hernia and postoperative diagnosis was recurrent incisional ventral hernia and extensive adhesions in the abdominal cavity. The procedure performed was lysis of extensive adhesions, laparoscopic repair of ventral incisional hernia with mesh. The patient has had pain, recurrence, and surgery.